Event description:
It was reported the epg (external pulse generator) was dropped and was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. However, it was noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery drawer and battery release were contaminated, and the ring and one side bail were missing.